Event description:
It was reported that pump displayed power source alert and experienced battery charging issue that occurred before contact with support but resolved by time of call. There was no reported impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.